Manufacturer narrative:
Product event summary: at analysis, the analyzer failed testing, was deemed "defective" and was replaced.

Event description:
It was reported that both the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.